Event description:
It was reported that the single-use reload open stapler and single-use load unit  partially fired. The devices were replaced with a new product exchange to resolve the firing issue. The devices were reported as never implanted. The patient was reported to have noconsequences or impact and was alive with no injury.

Manufacturer narrative:
D10 concomitant products: gia10038s, gia10038s gia100-3.8 sgl usereloadstap, (lot# p6a0875) gia10038l, gia10038l gia 100-3.8 sgl use load unit, (lot# p5f0848). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.